Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for an exploratory surgery the day of the call. The patient had a fluo x-ray on (B)(6) 2018 which showed no kinks or fractures and a hard film x-ray on an unknown date that also showed fine. It was noted that whenever the implant was interrogated there were sporadic impedances on electrodes 6, 7, 13 and 14 while there were constant out of range impedances on electrodes 3, 5, 10 and 13. The representative explained that different electrodes were out of range on different dates. On (B)(6) 2018 it was electrodes 3, 5, 6, 10, 13 and 14; on (B)(6) 2018 it was 3, 5, 7, 10, 13 and 14; and on (B)(6) 2018 it was 3, 5, 10 and 12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the impedance shorts, burning sensation, and loss of therapeutic effect had not yet been determined because even under fluoroscopy it appeared normal. As of (B)(6) 2018, the issues hadn¿t been resolved but there was a plan to explore the patient¿s pocket which was confirmed with the physician. The patient¿s weight at the time of the event was unknown. No further complications were anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# va1qc3u013 serial# implanted: explanted: product type lead product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# va1qc3u011 serial# implanted: explanted: product type lead product ID 97792 lot# unknown serial# implanted: explanted: product type accessory: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Section h6 reflects both the main component and other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had impedance issues on both leads suddenly. The leads were examined both and no disconnections or fractures.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97715 found stim ins/functionally okay/insignificant anomalies however, no significant anomaly. Analysis of product ID 977a260 lot# va1qc3u013 found no significant anomaly. Analysis of product ID 977a260 lot# va1qc3u011 found a stim lead/body/outer insulation/cut however no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that while the patient was sitting down they heard a "pop" sound. The patient then lost therapeutic benefit and had a burning sensation in their back. The rep checked the impedances and it showed electrodes 3, 4, 5 ,6, 7, 10, 11, 12, 13 as possible shorts. The rep noted that impedance in the past were in the 1000-1500 range. The rep was advised to get x-rays and to check individual reference electrodes. It was noted that this was a sudden change in therapy. No further complications were reported/anticipated.